Manufacturer narrative:
The customer¿s report of error code 255.16.275 was confirmed during testing; however the exact error was not identified in the pcu event and error logs. An error code 800.8000.0 was recorded on the pcu error logs at the time of the event which may have been produced by reported error code 255.16.275 at the time of the incident. No anomalies were observed during visual inspection. A detailed analysis of the pcu event log notes two pumps being programmed and starting the infusions immediately after momentary ¿safety clamp open¿ alarms had occurred. It was noted that pump module s/n (B)(4) on channel b did not show on the screen that the pump was infusing during test replication. The pump module completed the infusion changing its state to kvo (20ml/hr), producing the reported system error code 255.16.275. The proximate cause of error code 255.16.275 is attributed to a software fault failure; however the root cause was not determined.

Event description:
The customer reported that the patient had received about 9 minutes of a 30 minute infusion of emend, and also had a kvo infusion running in a second channel, and the first module alarmed with an error code 255-16-275. The customer reports that there were no staff members at the pump when it alarmed. There is no report of any patient harm or medical intervention.